Event description:
It was reported during a lead implant procedure there were low impedances (16 ohms) between the 0/1 bipolar pair. All other impedances were normal. The impedances were measured using an external neurostimulator (ens). The depth stop gauge was loosened to verify it was not compressing on the lead, and then impedances were re-measured at a higher voltage. However, the impedances were still low on the 0/1 bipolar pair. A new lead was implanted with no issues, and the new lead had "good" impedances.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead model 3389s-40, lot #v911920, found no anomaly.

Manufacturer narrative:
(B)(4). Analysis of the lead (lot # v911920) found a conductor crossover at the proximal end of the lead.

Manufacturer narrative:
Note the notify date has been corrected to (B)(6) 2012, per additional information received. The lead has been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was stated the lead was damaged during the procedure.